Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 290 mg/dl. Reportedly, the customer used fiasp within the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.